Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h4, and h11

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor tip fractured after impacting the femur. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided picture identified a femoral ps impactor pad. From the photo provided it is not possible to confirm the reported event. No product was returned therefore no further evaluation can be made. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed, unable to confirm the reported event from the photo provided. The device was discarded and therefore no product has been returned to enable further evaluation. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.